Event description:
The unit was returned for service as the unit's alarms were "not sounding correctly". The problem was identified during a routine check of the equipment by the customer's service technician. There was no patient involvement or harm. During the repair evaluation the customer's complaint was confirmed and it was identified that the audible alarm was not functioning. The unit has been forwarded to engineering for root cause analysis.